Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil noted at 3.4cm to 3.7cm from the cut end of the lead. It was unable to be determined if the abrasion was caused by friction to can or to another device due to the condition of the returned segment as received.

Event description:
This report is to advise of an event observed during analysis.